Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument did not move to the surgeon consoles master tool manipulator input commands. A different back-up da vinci instrument was used to continue with the case. The procedure was completed with no reported patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint ¿did not move according to the movements on the console¿. The maryland bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional findings not reported by site: the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed near the conductor wire-yaw pulley entry. Thermal damage was observed near both grip tips bases. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.116 - 0.282 in length and were not aligned with the tube axis.